Event description:
The customer reported an oil mist haze issue. The customer stated that there were no physician symptoms reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the pil mist filter. The fse tested the unit and found it operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.